Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction- section a4- the patient's weight was updated to reflect the weight at the time of surgery. Correction- section e - the physician's information has been updated to reflect the physician who performed the surgery.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after a car accident, the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, surgical intervention may be taken at a later date to address the issue.